Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified and duplicated the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the pcb was the cause of the reported issue; however further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a white screen. This is indicative of a lock up condition. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.